Event description:
Patient went to operating room for (B)(6). After flushing the lines and checking the balloon, the pac was inserted in the pt. During placement of pac, the balloon ruptured. The pac was removed and a second pac was placed without complication.